Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -08.0/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022.this resolved the problem. Cause of the event is reported as user error. Device did not fail to perform as intended. Reportedly, lens too short.

Manufacturer narrative:
Additional information: d4:expiration date: 31-aug-2024. D9: device available for evaluation?: yes. Returned :17-aug-2022. H6: medical device problem code: 1494- off label use; acd<3.00mm. Claim# (B)(4).